Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced excessive air bubbles in reservoir. Customer's blood glucose was not reported. Customer reported that issue occurred with all reservoirs from an entire box. Customer kept the box but not the supplies. Customer reported that issue was resolved with reservoir from another box. Customer was advised that reservoirs would be replaced.